Manufacturer narrative:
Conclusion: mattress was replaced.

Event description:
It was reported via repair work order that the top cover was damaged and resulted in fluid intrusion on the foam crib. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.